Event description:
It was reported that during cardiopulmonary bypass (cpb) in a difficult patient, approximately 1 hour and 30 minutes after initiation of cpb, pao2 gradually decreased, together with reductions in svo2 and nirs values. Fio2 was progressively increased to 100 percent, resulting in a pao2 of approximately 70 mmhg, with patient blood gas values showing pao2 80 mmhg and pco2 54 mmhg. This condition persisted and worsened until the end of cpb. During the same period, decarboxylation was difficult, requiring up to 10 l of sweep gas flow. Circuit lines maintained normal color until approximately 4.50 pm, about 30 minutes before cannulation, and visual inspection revealed no abnormalities. Testing with an oxygen cylinder identified a significant leak at the gas line filter. Disconnection of the filter did not lead to improvement. A remote flow sensor was installed to rule out membrane thrombosis (4.4 l/min vs 4.7 l/min), and no pressure was detected at the pump body line. The surgeon and the anesthesiologist were informed, and the decision was made to complete the procedure as quickly as possible. Veno-arterial ECMO was then established via the femoro-femoral route for oxygenation, while aortic cannulation was maintained for fluid resuscitation and bleeding management. After transition to ECMO, blood gas values improved, nirs levels increased rapidly, and circuit line color normalized. No harm to any person was reported. A death was reported however customer states that the reported failure is not related with the death of the patient. Since the reported failure occurred during treatment, and an oxygenation problem occurred during on patient use, and a death was reported, the complaint is reportable. Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that during cardiopulmonary bypass (cpb) in a difficult patient, approximately 1 hour and 30 minutes after initiation of cpb, pao2 gradually decreased, together with reductions in svo2 and nirs values. Fio2 was progressively increased to 100 percent, resulting in a pao2 of approximately 70 mmhg, with patient blood gas values showing pao2 80 mmhg and pco2 54 mmhg. This condition persisted and worsened until the end of cpb. During the same period, decarboxylation was difficult, requiring up to 10 l of sweep gas flow. Circuit lines maintained normal color until approximately 4.50 pm, about 30 minutes before cannulation, and visual inspection revealed no abnormalities. Testing with an oxygen cylinder identified a significant leak at the gas line filter. Disconnection of the filter did not lead to improvement. A remote flow sensor was installed to rule out membrane thrombosis (4.4 l/min vs 4.7 l/min), and no pressure was detected at the pump body line. The surgeon and the anesthesiologist were informed, and the decision was made to complete the procedure as quickly as possible. Veno-arterial ECMO was then established via the femoro-femoral route for oxygenation, while aortic cannulation was maintained for fluid resuscitation and bleeding management. After transition to ECMO, blood gas values improved, nirs levels increased rapidly, and circuit line color normalized. A death was reported however customer states that the reported failure is not related with the death of the patient. Since the reported failure had occurred during treatment, and an oxygenation problem occurred during on patient use, and a death was reported, the complaint is reportable. The product was investigated at the maquet cardiopulmonary gmbh laboratory on (B)(6) 2026. The complaint sample did not show any abnormalities during the visual inspection. No damage was identified. During the blood-side leak test, a leakage was detected at the tubing connection of the blood-outlet connector as well as at the dialysis connector. After correcting these leak points, the leak test was successfully performed over a duration of 6 hours without any irregularities. Subsequently to the integrity test of the bloodside, the water and gas sides were purged with compressed air, during which a few water droplets were expelled from the gas side. Further, the gas-side leak test was passed without any abnormalities. From a technical perspective, the oxygenator is assessed as fully functional. The minor leakages at the tubing connection of the blood-outlet connector and at the dialysis connector are not directly associated with the reduced oxygenation performance described in the complaint. No leakages of the oxygenator itself were reported. The droplet formation observed on the gas side during purging after the blood-side leak test is very likely attributable to residual cleaning fluid or condensation, given that the gas-side leak test was passed without any abnormalities. Based on these, no definitive cause could be determined for the reported failure. Besides, the laboratory investigation for the gasfilter could not be performed as the provided sample did not include the related filter for further investigation. However, it was confirmed by customer that changing the gasline did not contribute to any improvement for the reported failure bad oxygenation & low pressure. Getinge medical affairs conducted a medical review on (B)(6) 2026: clinical observations and experimental studies describe that condensation formation at the oxygenator gas outlet may occur particularly when temperature gradients are present, such as during cooling or rewarming phases of cardiopulmonary bypass. Published data further indicate that condensation may partially obstruct individual hollow fibers or reduce effective membrane surface area available for diffusion, which can lead to a reduction in gas-exchange efficiency under certain conditions. Therefore, the presence of condensation water on or within the oxygenator - particularly during phases of patient cooling and rewarming - may represent a plausible contributing factor that could temporarily influence gas transfer performance without indicating a device malfunction. However, this mechanism could not be confirmed for the reported incident based on the available information. Further, no commentary is offered (i.e., in either the initial complaint or the following correspondence) regarding a user response to a possible accumulation of condensate. Based on the technical investigation results, a device malfunction or intrinsic product performance deficiency directly related to the reduced oxygenation performance described in the complaint could not be confirmed. The oxygenator passed the gas-side leak test without abnormalities and was documented as technically functional at the time of investigation. The patient underwent surgery for mitral-aortic endocarditis and had renal insufficiency, indicating a critical pre-existing clinical condition. During cardiopulmonary bypass, poor oxygenation and decarboxylation were reported for approximately 1 hour and 6 minutes. The patient¿s condition was reported as expired. According to the correspondence, the expiration was considered likely related to the patient¿s underlying medical condition, and therefore, a causal relation between the reported incident and the expiration has not been established. Further, the production history record (DHR) of the affected quadrox-I adult with filter with lot# 3000448127 (finished product article #701067793, lot #3000443540) with serial #(B)(6) was reviewed on (B)(6) 2026. According to the DHR result, the product passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. The production history records (dhrs) of the affected hqv 19900#quadrox complete pack with lot# 3000453962 was reviewed on (B)(6) 2026. According to the DHR results, the product hqv 19900#quadrox complete pack passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. The review of scrap, rework, enhancements and design changes were performed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the investigation results, complaint could not be confirmed.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that during cardiopulmonary bypass (cpb) in a difficult patient, approximately 1 hour and 30 minutes after initiation of cpb, pao2 gradually decreased, together with reductions in svo2 and nirs values. Fio2 was progressively increased to 100 percent, resulting in a pao2 of approximately 70 mmhg, with patient blood gas values showing pao2 80 mmhg and pco2 54 mmhg. This condition persisted and worsened until the end of cpb. During the same period, decarboxylation was difficult, requiring up to 10 l of sweep gas flow. Circuit lines maintained normal color until approximately 4.50 pm, about 30 minutes before cannulation, and visual inspection revealed no abnormalities. Testing with an oxygen cylinder identified a significant leak at the gas line filter. Disconnection of the filter did not lead to improvement. A remote flow sensor was installed to rule out membrane thrombosis (4.4 l/min vs 4.7 l/min), and no pressure was detected at the pump body line. The surgeon and the anesthesiologist were informed, and the decision was made to complete the procedure as quickly as possible. Veno-arterial ECMO was then established via the femoro-femoral route for oxygenation, while aortic cannulation was maintained for fluid resuscitation and bleeding management. After transition to ECMO, blood gas values improved, nirs levels increased rapidly, and circuit line color normalized. No harm to any person was reported. A death was reported however customer states that the reported failure is not related with the death of the patient. Since the reported failure had occurred during treatment, and an oxygenation problem occurred during on patient use, and a death was reported, the complaint is reportable. The product was investigated at the maquet cardiopulmonary gmbh laboratory on (B)(6) 2026. The complaint sample did not show any abnormalities during the visual inspection. No damage was identified. During the blood-side leak test, a leakage was detected at the tubing connection of the blood-outlet connector as well as at the dialysis connector. After correcting these leak points, the leak test was successfully performed over a duration of 6 hours without any irregularities. Subsequently to the integrity test of the bloodside, the water and gas sides were purged with compressed air, during which a few water droplets were expelled from the gas side. Further, the gas-side leak test was passed without any abnormalities. From a technical perspective, the oxygenator is assessed as fully functional. The minor leakages at the tubing connection of the blood-outlet connector and at the dialysis connector are not directly associated with the reduced oxygenation performance described in the complaint. No leakages of the oxygenator itself were reported. The droplet formation observed on the gas side during purging after the blood-side leak test is very likely attributable to residual cleaning fluid or condensation, given that the gas-side leak test was passed without any abnormalities. Based on these, no definitive cause could be determined for the reported failure. Besides, the laboratory investigation for the gasfilter could not be performed as the provided sample did not include the related filter for further investigation. However, it was confirmed by customer that changing the gasline did not contribute to any improvement for the reported failure bad oxygenation & low pressure. Getinge medical affairs conducted a medical review on (B)(6) 2026: clinical observations and experimental studies describe that condensation formation at the oxygenator gas outlet may occur particularly when temperature gradients are present, such as during cooling or rewarming phases of cardiopulmonary bypass. Published data further indicate that condensation may partially obstruct individual hollow fibers or reduce effective membrane surface area available for diffusion, which can lead to a reduction in gas-exchange efficiency under certain conditions. Therefore, the presence of condensation water on or within the oxygenator - particularly during phases of patient cooling and rewarming - may represent a plausible contributing factor that could temporarily influence gas transfer performance without indicating a device malfunction. However, this mechanism could not be confirmed for the reported incident based on the available information. Further, no commentary is offered (i.e., in either the initial complaint or the following correspondence) regarding a user response to a possible accumulation of condensate. Based on the technical investigation results, a device malfunction or intrinsic product performance deficiency directly related to the reduced oxygenation performance described in the complaint could not be confirmed. The oxygenator passed the gas-side leak test without abnormalities and was documented as technically functional at the time of investigation. The patient underwent surgery for mitral-aortic endocarditis and had renal insufficiency, indicating a critical pre-existing clinical condition. During cardiopulmonary bypass, poor oxygenation and decarboxylation were reported for approximately 1 hour and 6 minutes. The patient¿s condition was reported as expired. According to the correspondence, the expiration was considered likely related to the patient¿s underlying medical condition, and therefore, a causal relation between the reported incident and the expiration has not been established. Further, the production history record (DHR) of the affected quadrox-I adult with filter with lot# 3000448127 (finished product article #701067793, lot #3000443540) with serial #(B)(6) was reviewed on (B)(6) 2026. According to the DHR result, the product passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. The production history records (dhrs) of the affected hqv 19900#quadrox complete pack with lot# 3000453962 was reviewed on (B)(6) 2026. According to the DHR results, the product hqv 19900#quadrox complete pack passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. The review of scrap, rework, enhancements and design changes were performed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the investigation results, complaint could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.